Event description:
The customer reported that the system failed to produce fluoroscopic x-ray. No patient or user injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and found to be the cause of the issue. The customer declined to have the service representative fix the system. No further information is available.